Event description:
During laser procedure removing "secondary cataract", felt a "zap" above eyeball in brow line. Had excruciating pain during the night. Had to wear patch to keep eye closed. Since, often have pains where the zap occurred going up into head.